Event description:
Bayer case number: (B)(4). Constant abdominal pain [abdominal pain] constant fatigue which led to professional exhaustion [chronic fatigue] marked depression [depression] constant joint pain / joint pain and complications [joint pain] weight gain [weight gain] persistent physical tiredness [tiredness] mental tiredness [mental fatigue] professional and family burnout in 2014. No professional or family stability since then [family stress] gynaecological pain and complications [pelvic pain female] memory disorders [memory disturbance] brain fog [brain fog] impaired concentration [concentration impaired] sleep difficulties [difficulty sleeping] gastrointestinal problems [gastrointestinal disorder] muscle spasms [muscle spasms] sore limbs [pain in limb] tingling [tingling] loss of libido [loss of libido] vision disorders [visual disturbances] emotional instability [emotional instability] irritability [irritability] loss of interest in social life [loss of interest] incorrect implant placement [device placement at incorrect location] asthenia [asthenia] anxiodepressive syndrome [anxiodepressive syndrome] muscle pain [muscle pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 31-jul-2017. The most recent information was received on 17-feb-2026. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("constant abdominal pain") in a 42-year-old female patient who had essure inserted (lot no. 940968) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 83 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required), chronic fatigue ("constant fatigue which led to professional exhaustion"), depression ("marked depression") and arthralgia ("constant joint pain / joint pain and complications") and was found to have weight increased ("weight gain"). In 2013 she experienced tiredness ("persistent physical tiredness"), mental fatigue ("mental tiredness"), pelvic pain ("gynaecological pain and complications"), memory impairment ("memory disorders"), brain fog ("brain fog"), disturbance in attention (" impaired concentration"), insomnia ("sleep difficulties"), gastrointestinal disorder ("gastrointestinal problems"), muscle spasms ("muscle spasms"), pain in extremity ("sore limbs"), paraesthesia ("tingling"), loss of libido ("loss of libido"), visual impairment ("vision disorders"), affect lability ("emotional instability"), irritability ("irritability"), decreased interest ("loss of interest in social life"), device implantation error ("incorrect implant placement"), asthenia ("asthenia"), mixed anxiety and depressive disorder ("anxiodepressive syndrome") and myalgia ("muscle pain"). In 2014 she experienced family stress ("professional and family burnout in 2014. No professional or family stability since then"). Essure was removed on (B)(6) 2017. The patient was treated with surgery (to remove essue). At the time of the report, the outcomes for these events were unknown. The reporter considered affect lability, asthenia, brain fog, decreased interest, device implantation error, disturbance in attention, family stress, tiredness, gastrointestinal disorder, insomnia, irritability, loss of libido, memory impairment, mental fatigue, mixed anxiety and depressive disorder, muscle spasms, myalgia, pain in extremity, paraesthesia, pelvic pain and visual impairment to be related to essure administration. No causality assessment was received for essure with regard to chronic fatigue, depression, abdominal pain, weight increased or arthralgia. The reporter commented: steps to have the inserts removed are underway. She hopes that will allow her to return to a simpler life. You have perfectly summarised her situation in your letter. Ultimately, she raises the issue of pelvic pain occurring after hysteroscopic sterilization by insertion of essure implants, associated with more general manifestations (asthenia, muscle and joint pain, anxiodepressive syndrome...). While the pelvic pain could possibly be explained by these essure implants, especially since she had a left adnexectomy by laparoscopy in 2012 and it is likely that the left essure implant is an irritant on a post-surgical tubal stump, it is not at all certain that the more general symptoms are related to the presence of these devices. Under these conditions, I performed an ultrasound which did not reveal any uterine abnormalities that could possibly explain the painful phenomena (neither adenomyosis nor fibroma...), and visualised the essure stents rather distally. I have retrieved the surgical reports from the 2011 and 2012 laparoscopies and indeed suggest that a laparoscopy be performed to remove the implants, which will undoubtedly have a beneficial effect on the pain, less likely on the rest of the symptomatology even if we cannot totally rule it out. Therefore, I asked her to consider these options and will see her again for a consultation to arrange for the surgical procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81 kg. [Hysteroscopy] on (B)(6) 2012: patient under general anaesthesia. Introduction of the hysteroscope with the betoki kit. Perfect visualization of the uterine cavity. No particular anomaly. Visualization of the two tubal ostia, right and left. Insertion of an essure on the left without any problem, three coils visible. Insertion of an essure on the right without any problem, four to five coils visible. Control of haemostasis. Removal of the equipment. [Ultrasound scan] (date unknown): did not reveal any uterine abnormalities that could possibly explain the painful phenomena (neither adenomyosis nor fibroma...), and visualised the essure stents rather distally the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1206 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: new events physical and mental tiredness, no professional or family stability, incorrect implant placement, gynecological/ pelvic pain, memory disorders, brain fog, impaired concentration, sleep difficulties, gastrointestinal problems, muscle spasms, sore limbs, tingling, loss of libido, vision disorders, complications, emotional instability, irritability, loss of interest in social life, asthenia, muscle pain, antidepressive syndrome were added. Essure removal date & details added. Additional reporter & reporter causality comment updated. Action taken with drug & lab data added. Further company follow-up with the regulatory authority is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.